Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that the extension set will not prime with fluid, there is some kind of occlusion with the set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4450 lot number 22099402 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 5 bd maxguard¿ extension sets with needleless y-site and stopcock were blocked during the priming process. The following information was provided by the initial reporter: "5 reports where the maxguard extension sets do not prime as a patient is being prepared for surgery. Multiple reports of attempting to prime for patient care and IV fluid set up for surgery and the sets do not prime with fluid, there is some kind of occlusion within the set."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch #(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd maxguard¿ extension sets with needleless y-site and stopcock were blocked during the priming process. The following information was provided by the initial reporter: "5 reports where the maxguard extension sets do not prime as a patient is being prepared for surgery. Multiple reports of attempting to prime for patient care and IV fluid set up for surgery and the sets do not prime with fluid, there is some kind of occlusion within the set."